Event description:
It was reported that the procedure was to treat a 99% stenosed, moderately calcified lesion in the moderately tortuous distal left anterior descending (lad) artery. Pre-dilatation was performed using an unspecified 1.5x8mm balloon dilatation catheter (bdc). The 2.5x18mm xience prime stent implant was successfully deployed. However, a vessel dissection was noted, which was treated with deployment of another xience prime stent implant. There was no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.